Event description:
It was reported that the button on the device was sometimes hard to press. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and technical support.